Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer mother reported via phone call that the insulin pump had power loss alarm and experienced high blood glucose level of 316 mg/dl. The customer¿s blood glucose level was 300 mg/dl. Customer declined troubleshoot for high blood level. The customer stated that received a power loss alarm and troubleshoot was and customer stated pump was out of power for more than 10 minutes. Explained this is normal pump behavior. The insulin pump will not be returned for analysis.